Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the patient. Covidien troubleshot this issue with the customer over the phone and suggest the pressure solenoid (psol) be replaced. The customer reported to have replaced the psol and the ventilator passed all testing.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain patient outcome as a result of this event but no response received from the customer. If and when new information becomes available, a follow up report will be submitted.